Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was verified as being fractured though x-ray. This lead was capped and a new lead implanted. There were no adverse patient side effects reported.